Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/25/2016 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. The battery cap was damaged with stripped threads. The battery cap did not secure properly and was difficult to remove due to the stripped threads. The top slot on the cap was worn. The battery cap contact height measurement was found to be out of specification. The battery cap contact width measurement was within specification.